Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. It was noted that the lp was attempted to be implanted but could not be successfully implanted. The patient was noted to become deceased due to an unspecified cause. No allegations were made that the patient's death was caused or contributed to by the aveir system.